Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a non-sustained tachycardia episode with noise on both the near and far field electrograms. The noise was believed to be due to electromagnetic interference with the implantable cardioverter defibrillator (ICD). The device remains in use. No patient complications have been reported as a result of this event.